Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure, catheter removal and balloon deflation difficulties occurred. An unspecified target lesion was dilated with a 6.0mm peripheral cutting balloon catheter. Post dilation the cutting balloon catheter was withdrawn to the unknown manufacturer's sheath when the balloon tip became stuck within the sheath. In attempts to remove the catheter the physician inflated and deflated the balloon several times. The balloon would not deflate completely. The physician then popped the balloon with a needle and removed the cutting balloon from the patient. The procedure was completed with this device. No patient complications occurred and the patient's status is okay.